Manufacturer narrative:
An abbott field service representative was dispatched to the customer account. The fsr reviewed the architect i2000sr system logs and identified numerous aspiration errors in the message history log in addition to an abnormal pattern for wash zone 2 probe 1. During troubleshooting, the customer replaced the wash zone probe, wash zone temperature tubing/sensor, and the two reagent probes. Precision testing to verify analyzer performance was within acceptable limits. The fsr considered the replacement of the r1 and r2 probes to be the likely cause for the discrepant results and indicated the part was dirty/contaminated. The fsr also indicated improper sample handling as a possible cause of the falsely elevated result. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect system operations manual and the architect toxo igg reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction or deficiency.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified. (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial false reactive toxo igg result of greater than 200 iu/ml was generated. The sample was diluted by the analyzer and a result of 0.1 iu/ml was generated. The sample was then repeated in duplicate undiluted and negative results of 0.1 and 0.1 iu/ml were generated. There was no report of impact to patient management.